Event description:
It was reported that the customer was hospitalized due to high blood glucose of 29 mmol/l. It was stated that the customer was vomiting and then the mother called to paramedics. It was stated that the customer was knocked down and the insulin pump bumped against the steel bar. It was stated since the incident the customer's glucose level was raising. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery alarms. It was stated that it is unknown if the customer left the infusion set and reservoir for one complete week. Attempted to deliver a bolus and the alarm recurs. Ran a self test and passed. The programming, time, and date were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg report 1 of 2, medwatch report # 3004209178-2011-83099. Mfg report 2 of 2, medwatch report # 3004209178-2011-83100.